Event description:
It was reported that during a pph procedure, the device failed to cut after deployment. No patient consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.